Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges continuing pain in hips and groin that grew worse and made him unable to sit, stand or walk for longer than twenty minutes, very high levels of cobalt and implant failure which required revision. After review of medical records for MDR reportability, revision operative notes indicate that the patient was revised due to pain in left total hip replacement. It was also stated that during revision, the surgeon encountered more clear fluid than normally expected but there were no obvious signs of infection. MRI dated (B)(6) 2017 shows a small volume synovitis in left hip that is tracking into the greater trochanter and lab results dated (B)(6) 2017 show elevated cobalt levels of 4.0 mcg/l.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated cobalt levels. Chromium levels normal.

Event description:
Update oct 26, 2017: litigation record received. Litigation alleges friction and wear causing toxic metal debris, pain, discomfort and limited mobility. Added new complainant information. This complaint was updated on: nov 01, 2017.

Event description:
Update oct 26, 2017: litigation record received. Litigation alleges friction and wear causing toxic metal debris, pain, discomfort and limited mobility. Added new complainant information. This complaint was updated on nov 01, 2017.